Manufacturer narrative:
The intellamap orion device was returned to boston scientific for analysis. The complaint was confirmed for noise on multiple channels. Additionally, visual inspection found one spline that was fractured proximal end of the basket. The fractured spline and multiple bad electrodes caused no visual deployment and no mapping. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
Reportable based on analysis completed (B)(6) 2022. During a myocardial ablation procedure, the intellamap orion catheter was selected for use. The right atrium was mapped with the orion catheter. After a sepal puncture, and when the left atrium was being mapped, they discovered the electrode was bent on fluoroscopy and was noisy. The device was replaced with one from the same model and the procedure was completed successfully without patient complication. However, analysis of the returned device revealed one spline was fractured at the proximal end of the basket.